Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad of the insulin pump was unresponsive. The insulin pump received an error when batteries removed for more than two hours. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. The insulin pump will be replaced. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test. No batteries removed more than 2 hours or error 3 alarm noted. Insulin pump is not blocked noted. However, insulin pump was received with intermittent button response due to moisture damage keypad traces. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained back address label and minor scratched lcd window.